Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, an attempt to inflate the balloon was made; however, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon was torn longitudinally. It is possible that interaction with the scope inside the esophagus and other sharp devices during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, an attempt to inflate the balloon was made; however, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon . There were no patient complications reported as a result of this event.